Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. One (1) nanotite tm tapered certain® prevail® implant 6/5 x 8.5mm (niitp6585) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, scratches around the platform area. No apparent malfunction was noticed, that would contribute to the event. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1057312) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (1057312) for similar events (complaint category keywords: loss of integration: perforated sinus, loss of integration bone loss) and no other complaint was identified. The device could not be functionally tested for the reported failure/events. Therefore, the reported events could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined is placement of implant in a patient with patient factors (poor bone density) or improper techniques use during placement. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) - not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant(s) at tooth site(s) #3 lost integration, perforated the maxillary sinus and was removed. The implant came loose while removing healing abutment. Symptom as a result of the event: bone loss. Patient to return for future implant placement.